Event description:
This case was reported by a consumer and described the occurrence of paralysis of hand in a (B)(6) female patient who received super poligrip original denture adhesive cream over a period of one year to affix her dentures. A physician or other health care professional has not verified this report. In 2007, the patient started super poligrip original denture adhesive cream. On (B)(6) 2008, the patient awoke and noticed that her left hand was paralyzed, and she was unable to move her fingers a great degree. About four to five days later, the patient began to experience the same thing in her right hand. She stated that her wrists then "turned inward." The patient saw her physician and was treated with steroids for 15 days and instructed to wear a splint on both her wrists and hands. This case was assessed as medically serious by gsk, treatment with super poligrip original was continued. At the time of reporting, the patient had finished her course of steroids. She was able to move her fingers approx 2 inches, which was an improvement. The patient stated that her physician may want to do nerve testing, but she had not followed up as directed. Poligrip is manufactured in (B)(4), and neither product nor lot number for this product is available.

Manufacturer narrative:
(B)(4).